Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the customer was having high blood glucose due to bent cannulas. The customer reported that 3 out of 4 infusion sets were bent. The customer's blood glucose level was 460 mg/dl. The customer was given a manual injection. Troubleshooting was performed for the infusion set issues. The customer was sent a replacement for their infusion sets. The customer was advised to monitor and call back if further assistance is needed.